Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer observed error code 1118 (invalid test results, intercept too low) while running four pts samples on the axsym digoxin iii assay. The customer got results of three samples out of the four after centrifuging the samples for ten minutes. The fourth sample was sent to a reference lab to obtain results. There was no impact to the pts' management reported.